Manufacturer narrative:
Patient information: not available. Product sample was not returned to 3m for analysis; however review of manufacturing records/retains confirmed that released lot met all specification. Without additional information on this incident, it is not possible to determine the root cause of the alleged injury or whether a patient plate was the root cause. To reduce the risk of burns, all instructions should be followed as per the instructions for use (IFU). The instructions for use states, to reduce the risk of burns the site must be clean, dry and free of hair and to remove hair at application site. The IFU also states to avoid placement over surgical prep solutions containing iodine.

Event description:
A hospital reported a third degree burn on a patient's right forearm after use of 3m¿ 9160 universal electrosurgical pad. Patient was undergoing a three-hour cholecystectomy surgery and was grounded on the right forearm. Injury was observed upon removing the pad at the end of the surgery. A plastic surgeon was consulted, and surgical intervention was provided. Patient specifics and medical history are not available. 3m¿ will continue to monitor.